Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest and neck pain when riding their lawn mower.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing tightness in their chest and neck when riding their lawn mower and using their treadmill. Follow-up determined that the patient had a device check performed after the event date and reprogramming of the patient's implantable cardioverter defibrillator (ICD) had occurred to alleviate the symptoms. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.